Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: one still image was received. The image shows the proximal end of the dilator. Markings are evident on the dilator, but there are white markers missing. A video was also received showing the dilator being handled. The white markings on the scale appeared to easily rub off onto a gloved hand. A fragment of the white markings can be seen on the gloved hand. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An 8f adult mullins transseptal catheter introducer sheath was intended to be used during a procedure. There was no damage noted to the packaging. The device was removed from packaging per IFU with issues. It was reported that the dilator scale marker at the proximal shaft was blurred and scratched and was easily removed by fingers. The device did not come into contact with any solvent. There was a concern that the issue might be a risk to contaminate the patient. The device was used in the patient. Resistance was not encountered when advancing the device. Excessive force was not used during insertion. It was also reported that this happened with every single unit in the lot. 9 units in total for 9 patients.